Manufacturer narrative:
Submit date: 1/15/2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found the lcd screen was damaged showing inconsistent output. The unit has been repaired, firmware updated, tested and recertified per procedure. The unit was restored to proper operation.

Event description:
It was reported to covidien that a customer had an issue with a feeding pump. The unit was sent to a service center for repair. Upon triage, the technician found the lcd was damaged showing inconsistent output.